Manufacturer narrative:
Section h10: additional information provided by the hospital medical records indicated the patient presented to the emergency room fifteen months post tavr with left sided weakness and confusion, multiple embolic strokes to the brain and spleen. Bacteremia due to rhothia dentocariosa, and aortic root abscess was diagnosed. Blood cultures taken six days later were negative, however ID was consulted and suggested a surgical source, patient began IV antibiotic therapy. Pod13 the patient was transferred to another facility for continued treatment of prosthetic valve endocarditis and work up for explant and savr. The patient was having severe bradycardic episodes in the 30's and a temporary pacemaker was placed the next day. Echo performed the next day revealed significant ar from paravalvular leak, and mobile vegetations in the lv. Aortic leaflets not well visualized, however mean aortic gradient 23mmhg. Despite the patient¿s history of chronic periodontal disease, ID made no recommendation for teeth extractions. Two days later the sapien valve was explanted and replaced with a 27mm magna ease, with CABG x1. A week later the patient received a ppm. The patient was ultimately transferred to a rehabilitation hospital in stable condition. As such this MDR was reported in error and a corrected supplemental report is being submitted.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the implant patient registry department, approximately sixteen months post deployment of a 26mm sapien 3 valve in the aortic position, the valve was explanted and replaced with a 27mm surgical valve.